Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the ability of the delivery tips to securely attach to prevent leaks of sealant with use of preveleak when used to achieve hemostasis by mechanically sealing areas of leakage in peripheral vascular reconstruction procedures was rated slightly effective. The physician reported " have had some leakage issues¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.